Manufacturer narrative:
Please note this date is based off of the article¿s publication date as the specific event date was not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events.

Event description:
Rezai, a.r., sederberg, p.b., bogner, j., nielson, d.m., zhang, j., mysie, w.j., knopp, m.v., corrigan, j.d. Improved function after deep brain stimulation for chronic, severe traumatic brain injury. Neurosurgery. 2016. 79:2(204-211). Doi: 10.1227/neu.0000000000001190 summary: to investigate the safety and potential effectiveness of deep brain stimulation (dbs) for individuals with chronic, disabling traumatic brain injury (tbi) and problems of behavioral and emotional self-regulation. Reported event: it was reported that a severe traumatic brain injury patient who was implanted with bilateral deep brain stimulation (dbs) leads in the nucleus accumbens and anterior limb of the internal capsule to modulate their prefrontal cortex experienced a short circuit in one contact. The issue required compensatory settings to optimize the location of stimulation, which in turn reportedly "caused accelerated battery drain." The patient's implantable neurostimulator (ins) was replaced with a rechargeable ins as result of the event. It was noted the short circuit did not impede the patient's stimulation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported device information. Upon further review it was found that this event was previously reported in manufacturing report # 3004209178-2012-00532. Going forward, any additional information received regarding this event will be reported under manufacturing report # 3004209178-2012-00532.